Event description:
I was told by the ICU respiratory therapist (rt) and ICU rns that the pt's portable ventilator failed to function properly when they where in radiology for a CT scan. The pt's oxygen saturation dropped and the pt required manual ventilation using the ambubag for the oxygen saturation to go up. Pt was orally intubated and was on pressure-regulated volume controlled (prvc) mode. Rt supervisor was notified and she immediately brought the MRI compatible portable ventilator down to CT. I personally asked to have the other portable ventilator reported and tagged since this was the second time that it happened to this pt when she was transported to CT using the same portable ventilator. I was told that it was reported on the initial incident, which was reported to biomed who had cleared to use it.